Event description:
During surgery, the cement did not adhere to the tibial component. A tibial cut was made and a larger size tibia was implanted with a new batch of cement of the same lot. The surgery was delayed approximately 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.